Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an ventral hernia. It was reported that after the implant, the patient experienced small bowel obstruction, infection, dense adhesions, abscess, distended gaseous small bowel loops, enterococcus durans & streptococcus, gram positive cocci, gram negative rods, low hgb, high abs neuts, acute diverticulitis, serosal adhesions with focal acute peritonitis, diverticular abscess, and abdominal pain. Post-operative patient treatment included surgical revision, small bowel resection, abscess drained by interventional radiology, sigmoid colectomy with anastomosis, mobilization of splenic flexure, diverticular abscess drained by ir, and removal of infected mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 patient codes - c64343 (low hgb, high abs neut) additional information: b2, b5, d8, e1 ( street 1, city, region, postal code), e3, g1 (MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an ventral hernia. It was reported that after the implant, the patient experienced small bowel obstruction, infection, dense adhesions, abscess, distended gaseous small bowel loops, enterococcus durans, streptococcus, gram positive cocci, gram negative rods, low hgb, high abs neuts, acute diverticulitis, serosal adesions with focal acute peritonitis, diverticular abscess, abdominal pain, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, loss of care/comfort/consortium, defective device, and failure of mesh. Post-operative patient treatment included surgical revision, small bowel resection, abscess drained by interventional radiology, sigmoid colectomy with anastomosis, mobilization of splenic flexure, diverticular abscess drained by ir, and removal of infected mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia it was reported that after a procedure where this device was implanted, the patient experienced surgical revision, small bowel obstruction and infection. After treatment, the patient experienced surgical revision.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an ventral hernia. It was reported that after the implant, the patient experienced small bowel obstruction, infection, dense adhesions, abscess, distended gaseous small bowel loops, enterococcus durans & streptococcus, gram positive cocci, gram negative rods, low hgb, high abs neuts, acute diverticulitis, serosal adhesions with focal acute peritonitis, diverticular abscess, abdominal pain, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, loss of care/comfort/consortium, defective device, failure of mesh, inflammation, allergic reaction, perforation. Post-operative patient treatment included surgical revision, small bowel resection, abscess drained by interventional radiology, sigmoid colectomy with anastomosis, mobilization of splenic flexure, diverticular abscess drained by ir, removal of infected mesh, x-ray, and medication.

Manufacturer narrative:
Additional information: a4, b5, b7, g1, h4, h6 (ime, imf, device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an ventral hernia. It was reported that after the implant, the patient experienced small bowel obstruction, infection, dense adhesions, and abscess. Post-operative patient treatment included surgical revision, small bowel resection, abscess drained by interventional radiology, sigmoid colectomy with anastomosis, and removal of infected mesh.

Manufacturer narrative:
Additional information: b5, b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an ventral hernia. It was reported that after the implant, the patient experienced discomfort, small bowel obstruction, infection, dense adhesions, abscess, distended gaseous small bowel loops, enterococcus durans and streptococcus, gram positive cocci, gram negative rods, labs abnormal for hemoglobin; abs neuts, serosal adhesions with focal acute peritonitis, diverticular abscess, abdominal pain, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, defective device, failure of mesh, inflammation, allergic reaction, perforation. Post-operative patient treatment included surgical revision, small bowel resection, abscess drained by interventional radiology, sigmoid colectomy with anastomosis, mobilization of splenic flexure, diverticular abscess drained by ir, mesh revision, removal of infected mesh, x-ray, hernia repair with new mesh and medication.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an ventral hernia. It was reported that after the implant, the patient experienced small bowel obstruction, infection, dense adhesions, abscess, distended gaseous small bowel loops, enterococcus durans & streptococcus, gram positive cocci, gram negative rods, labs abnormal for hemoglobin; abs neuts, serosal adhesions with focal acute peritonitis, diverticular abscess, abdominal pain, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, defective device, failure of mesh, inflammation, allergic reaction, perforation. Post-operative patient treatment included surgical revision, small bowel resection, abscess drained by interventional radiology, sigmoid colectomy with anastomosis, mobilization of splenic flexure, diverticular abscess drained by ir, mesh revision, removal of infected mesh, x-ray, and medication.

Manufacturer narrative:
Additional info: b5, b6, b7, h6 (ime e2402: labs abnormal for hemoglobin; abs neuts, gaseous small bowel loops), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.